Event description:
It was reported that the patient was symptomatic and was hospitalized. The device could not be interrogated so it was explanted and replaced. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
Additional information: communication failure and premature battery depletion were confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.